Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient was started on duopa therapy. On an unknown date, patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Husband reported that patient has experienced three stoma site infections since starting duopa therapy. The first infection occurred on (B)(6) 2020 and patient was prescribed oral antibiotic keflex 500 mg and the event resolved. The second infection occurred on (B)(6) 2020, the patient was treated with keflex. On (B)(6) 2021, the patient developed erythema at the stoma site and a small amount of drainage. The spouse stated after a few days, patient was prescribed oral antibiotic keflex 500 mg twice a day for 10 days.